Event description:
Event description boston scientific received information that during a changeout procedure, when defibrillation testing, a yellow warning screen stating a 'shorted condition has been detected' was displayed. The wand fell off the device during initial induction requiring the patient to be manually rescued. A boston scientific technical services (ts) consultant discussed the shorted lead condition probably exisited prior to changeout and uncovered by the maximum energy shock. It was recommended that lead and device be replaced.